Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is no longer using the device. Caller said the device stopped being effective. Caller said the patient is too elderly to have the device removed. Caller said the device was replaced once but the caller didn't know why. Caller said the patient has had falls and the healthcare provider (hcp) there was a possibility a fall caused some damage. Caller said the patient had a hard time coming out of anesthesia the last time they had a surgical procedure. Caller said the patient went to botox which helped for a while then it stopped helping. Caller said the patient had a lot of medical issues this summer and is no longer living with the caller. Patient is living at a care home. Caller said since moving to the care home the patient hasn't had any accidents during the day but is completely incontinent at night. Caller wonders if the patient had been drinking too much water prior to moving to the care home. Reviewed MRI info and advised keeping programmer. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.